Manufacturer narrative:
H10 - no product samples, videos, or photographs were returned for investigation. A device history review could not be conducted because no lot number(s) was/were identified. A probable cause cannot be identified based on the information that has been provided. Additional information can be found in section d10.

Manufacturer narrative:
H10 additional information can be found in sections d1 brand name, d4 catalog no and unique identifier (UDI) #, and g5 PMA/510(k).

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved an unspecified spiros cap that become disconnected from an unspecified bifuse or trifuse set at the back of the spiros where the luer lock is inserted during and inpatient administration of carboplatin and etopophos. There was a report of a spill of a hazardous drug in the environment, and the drug had to be redispersed by pharmacy resulting in a delay of therapy. There was patient involvement, and no report of adverse event, or patient harm.